Event description:
It was reported the valve was explanted due to endocarditis, which had nothing to do with the valve. The surgeon did not have any complaints regrading the valve and the pt was reported to be doing fine postoperatively. A 19 mm sjm regent valve was implanted as a replacement.